Manufacturer narrative:
Additional information has been requested. Without a device, serial number or lot number, the device history records review could not be completed. The risk management files were reviewed and no new risks were identified.

Event description:
Four-level hybrid patient with m6-c device revised due to osteolysis. The device was explanted. The condition of the device at the time of removal is unknown.